Event description:
Reporter indicated that a depression pt's magnet output current was found to be programmed to 1.0ma and he did not know how that particular parameter was programmed to that value. All attempts for further info are pending.